Event description:
Customer reported that the buttons on the insulin pump were not responding. Customer stated that he noticed the unresponsive buttons when attempting a bolus. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with intermittent button response due to moisture damage to the keypad traces. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, cracked at the display window corner, minor scratches on lcd window, scratched reservoir tube window, and missing end cap sticker.